Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's implant procedure, the helix of the atrial lead failed to function appropriately after several trials. A new lead was successfully implanted. No adverse consequences were reported.